Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the monopolar curved scissors (mcs) tip cover accessory was disposed. The complaint was not confirmed by failure analysis since the product was not returned.

Event description:
It was reported that during a da vinci-assisted malignant with a tissue expander, nipple-sparing mastectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was ripped. The tip cover accessory was replaced, and the damaged tip cover accessory was thrown away. The procedure was completed with no reported injury.